Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that three months after the dental implant was placed, in ada site #25 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Overheating of bone and peri- implantitis as well as type iii were involved. The clinician reports 50% bone loss in 2 months post-op. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that three months after the dental implant was placed, in ada site #25 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Overheating of bone and peri- implantitis as well as tpye iii were involved. The clinician reports 50% bone loss in 2 months post-op. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that three months after the dental implant was placed, in ada site #25 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Overheating of bone and peri- implantitis as well as type iii were involved. The clinician reports 50% bone loss in 2 months post-op. There were no reported patient injuries or complications.